Event description:
On 1/15/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Following device deployment, the pt had complaints of thigh and leg claudication. On 1/20/1998 the pt underwent a ptca procedure, at which time a high-grade 99% stenosis was identified in the pt's common femoral artery. On 1/21/1998 the pt was taken to surgery, where the device anchor and collagen were found to be intra-arterial. It is the inserting physician's opinion that the device anchor may have hooked on plaque, resulting in the deployment of the collagen into the artery. All device components were removed, and an endarterectomy and patch angioplasty were performed with good results. Follow-up with the site confirms that the pt was last seen on 3/6/1998 with no further complications or sequelae.